Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the keyboard assembly to resolve the issue. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator&#38112;keyboard became unresponsive. The patient was transferred to another ventilator without harm.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.